Event description:
It was reported that a patient underwent a right percutaneous nephrolithotomy with holmium laser lithotripsy and left double j tube removal on (B)(6) 2024 and suture was used to suture the incision. Post-op, on the 5th day after the surgery, the patient found a right renal fistula tube while using the restroom, with urine flowing from the fistula opening. Later, the patient felt chest tightness, tightness of breath, and sweating heavily. During auscultation, the patient's right breathing weakened. The doctor found that the suture was dislodged and broken, causing the fistula tube to protrude. The on-call duty doctor immediately administered oxygen to the patient, instructed bed rest, re sutured and changed dressing, and reported adverse reactions to the hospital after symptoms improved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the procedure and event date are both reported as (B)(6) 2024. Please provide clarification as this is a post-op event. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Does the term fistula in this event refer to a stent or something similar to a stent? Please describe any medical/surgical intervention required for this suture event including dates and results. Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Does the surgeon feel the patient¿s chest tightness, tightness of breath, sweating heavily and breathing weakened was related to the post-op suture breakage? Please explain. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will the product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the event date should update to be 2024-may-08.